Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. Batch # t5ea1v. Corrected data: catalog (plee60a updated to psee60a). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received unfired. During further evaluation, the device was noted to be non functional. Evidences of corrosion were noted on the bulkhead contacts. The corrosion was manually clean, in order to tested the device. And the device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/7/2020. Corrected data- procedure was a sleeve gastrectomy. Additional information received: the stapler was fired approximately 5-7 times during the sleeve gastrectomy procedure. All firing went as expected with no issues reported. The surgeon is very familiar with the use of ethicon staplers. At the end of procedure, the stapler was taken off the sterile field and placed on the back table. A short time later, they noticed smoke coming out of it. To the sales reps. Knowledge, the device was not immersed in liquid prior to or after this occurred.

Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received unfired. During further evaluation, the device was noted to be non functional. Evidences of corrosion were noted on the bulkhead contacts. The corrosion was manually clean, in order to tested the device. And the device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: battery pack temperature, damaged battery pack. The battery pack was returned for analysis with a hole "burned" through the housing of the battery pack. Corrosion on the exterior of housing. Drain engaged. Visible charring to the drain. Some damaged noted to one contact. No damaged to external cells other than corrosion. Corrosion to all metal components consistent with exposure to liquids. Charging of the drain assembly. Damage is consistent with a short circuit across the drain contacts, likely the result of an insufficient contact weld. One contact leg on the drain is loose and likely caused the short circuit when the drain was engaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/6/2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open heart procedure the battery of the device caught fire. The case was completed without issue and the device was laid on a table at the back of the room. They noticed it smoking. When inspected it was observed it was charred on the interior with a hole in the exterior. There were no patient consequences.